Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of damage. The event history log was reviewed and there was a force sensor test error. The power up process, check and force sensor tests were conducted. The force sensor test error was duplicated at power up. The pump failed force sensor reading. At 0.00lbs, the force reading was -1.29 lbs. The force sensor was out of calibration. Preventative maintenance and functional testing were conducted to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had an alarm force sensor test. There was no patient involvement.